Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed during routine follow-up. Review of the stored episodes revealed that the device was undersensing atrial events which led to atrial pacing, functional ventricular undersensing and loss of capture. Programming changes were made.